Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title : superior mesenteric¿portal vein resection during laparoscopic pancreatoduodenectomy the authors presented their initial experience with superior mesenteric¿portal vein vasculature and confluence (smv/pv) resection during laparoscopic pancreatoduodenectomy (lpd) with particular emphasis on the intraoperative strategy. A total of 133 patients underwent lpd between january 2007 and december 2015 in the moscow clinical scientific center, moscow, russia. Of which, 8 patients underwent concomitant major venous resections during lpd: 4 patients had tangential resection of the smv/pv followed by lateral wall repair with prolene 4-0 (type 1 invasion), 1 patient had tangential resection with patch reconstruction (type 2 invasion), 3 patients had circular resection followed by end-to-end primary venous reconstruction in 1 patient (type 3 invasion) and prosthetic vascular graft interposition in 2 other patients (type 4 invasion). Median age of patients was 66.5 (age range: 47 to 77 years old). During the procedure in patients with types 3 and 4 invasions, a primary end-to-end anastomosis was preferable. Both the posterior and anterior walls are reconstructed with prolene 4-0 running sutures. In all groups during the gastrointestinal reconstruction, the authors performed a pancreaticojejunostomy using ti-con then the bilioenteric anastomosis using monocryl 4-0 sutures. In type 4 invasions, reported complication included 1 patient with anterior wall dehiscence of the bilioenteric anastomosis diagnosed on post-operative day 2 which required immediate re-laparoscopy for repair. It was concluded that the study clearly showed that not only lpd with major vascular resection is feasible and safe but that it can achieve results that are similar in morbidity and mortality as well as oncologic outcome, as compared to patients undergoing opd with major vascular resection.